Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the plume evacuator is not strong enough on the laser and that he gets a sore throat every time he used the laser.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The company representative checked the plume evacuator during onsite visit. The plume speed was at differential pressure of approximately 990 pa which is normal. The fse increased it base on the sound and it ended up at about 1150 pa. Based on above information no technical root cause was identified. The root cause could not be determined conclusively. The manufacturer internal reference number is (B)(4).